Event description:
Customer called to report that she had a pod which she did not think had delivered insulin correctly. She stated that her blood glucose rose over two days until she was admitted to the hospital ketoacidosis. The pod was removed and discarded at the hospital. She was able to provide a lot number from the box from which it came. Her pdm history from the time that she put on the pod to the point when it was removed indicates that her bg levels ranged from 490 down to 64 and back up to 448mg/dl with ketones over the period the device was in use. She said the infusion site (on her leg) was not wet, red, bumpy, or bloody when the pod was removed. She also stated that the cannula was not bent, kinked, or bloody. She said she remained in the hospital for three days.

Manufacturer narrative:
The device involved in the reported incident will not be returned to the manufacturer for evaluation. Unable to confirm any product malfunction. No conclusion can be reached at this time. This complaint will be considered complete and closed. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.